Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery issue was confirmed by baxter personnel during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with the reported condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.